Event description:
It was reported that a pump malfunction occurred, but there were no notable events prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues reappear, which they understood and acknowledged.